Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI #: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), as part of a clinical study, regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that electrode 9 had high impedance of 40000 ohms. Device interrogation occurred (B)(6) 2019. No action was taken as the contact was not used for programming. The event was unresolved with no further action planned. The etiology was related to the device or therapy, specifically to the leads, possibly related to the implant procedure, and not due to programming. No further complications were anticipated.

Manufacturer narrative:
Product ID 977a275, lot# va1nj5s034, implanted: (B)(6)2019. Product type lead product ID 977a275, lot# va1nj5s036, implanted: (B)(6)2019. Product type lead. If information is provided in the future, a supplemental report will be issued.